Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump, was returned for analysis with damaged front and rear housing and scratched screen. During analysis, the device was powered up and alarmed ec1660, which is an issue with the processor on the circuit board. Service will replace front and rear housing to correct the reported issue. Based on the evidence, the complaint was confirmed. And the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1660, the case was damaged and the screen was damaged. The issue occurred during testing and there was no patient involvement.